Event description:
The patient reported the receiver pocket incision opened. The incision was cleaned and dressed with a sterile dressing by the implanting physician, and the patient has been referred to a wound care specialist for further treatment of the wound/incision. Antibiotics were prescribed, the patient is not using therapy at this time and an additional follow-up appointment is scheduled for next week.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not using antibiotics pre-operatively, not irrigating the incision site with antibiotic solution before closure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. Additionally, the patient does not have any contraindicating conditions. There is no known cause for the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to teat pain.  The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported the receiver pocket incision opened. The incision was cleaned and dressed with a sterile dressing by the implanting physician, and the patient has been referred to a wound care specialist for further treatment of the wound/incision. Antibiotics were prescribed, the patient is not using therapy at this time and an additional follow-up appointment is scheduled for next week. Additional information was received on may 22, 2023. The patient had an unrelated health issue, went to the emergency room and was admitted to the hospital. While staying in the hospital the incision began to show signs of infection. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient was still in the hospital receiving care for the unrelated health condition as of the first week of june. No further information was provided.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not using antibiotics pre-operatively, not irrigating the incision site with antibiotic solution before closure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. Additionally, the patient does not have any contraindicating conditions. There is no known cause for the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.